Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4). Analysis identified no anomaly found.

Event description:
A company representative reported that as per a healthcare provider (hcp) the patient was currently receiving the following medications via their implanted intrathecal pump: fentanyl, clonidine, compounded baclofen (concentration 1100 mcg/ml, dose rate 600 mcg/day), and ziconotide. No further drug information was known / available including drug lot number. The indication for use regarding the pump was intractable spasticity and spinal pain. The patient was not receiving good enough coverage for their pain. The physician kept increasing the intrathecal (it) dose but saw no patient response; date of event was unknown. On (B)(6) 2015 a volume discrepancy was noted. The expected residual volume was 5.5 ml; however the actual reservoir volume (arv) was 8 ml. The company representative was unaware of any other reservoir volume discrepancies. The event logs were normal. It was being considered that the volume discrepancy was within normal limits, but a physician was convinced there was a pump issue and wanted the pump replaced with new on (B)(6) 2015. The physician was supplied with a new pump. During the revision/replacement they saw some dripping of cerebrospinal fluid (csf) from the catheter. The flow rate was increased on the back table and they confirmed the fluid was dripping from the pump. The pump was replaced on (B)(6) 2015. The explanted pump was to be returned to the manufacturer for analysis per the physician's orders. The company representative further noted that they thought it was just supposed to be a pump pocket revision today for adding a pouch to the existing pump so the company representative believed there was no issue. No further information was reported. Additional information requested included clarification of medications in the pump, other medications the patient was receiving at the time of the event, medical history, onset of event, cause of issue, and outcome of event. Per the print report of the pump interrogation performed during device analysis, the pump was programmed to deliver: baclofen 1,111.1 mcg/ml (primary drug); fentanyl 1500 mcg/ml, clonidine 100 mcg/ml and ziconitide 4 mcg/ml. The pump was programmed to infusion mode minimum rate at time of analysis.